Event description:
During baxter's evaluation it was found that a spectrum pump experienced a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified symptom delayed keypad response, caused by a failed pin on the processor printed circuit board. The failed processor printed circuit board was replaced.